Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The patient effects of fever, pseudoaneurysm, and unspecified infection are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu), states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. For arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
H6: medical device problem code 1494- indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2023, an arteriotomy closure of the right common femoral artery was attempted using a prostyle after a carotid artery stenting interventional procedure using a 9f sheath and hemostasis was achieved with the prostyle. The account confirmed that during on (B)(6) 2023 procedure antibiotics were not administered, gloves were replaced, puncture sites were not disinfected during hemostasis, and bathing was not performed. On (B)(6) 2023, administration of antibiotics was started based on pyrexia and tests. The symptoms of the infection disappeared, but a pseudoaneurysm was recognized at the puncture site, and a stent graft was deployed on (B)(6) 2023. The patient has recovered. Hospitalization was prolonged due to the use of the prostyle device. There was no report of clinically significant delay in the procedure. No additional information was provided.